Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 576-577 mg/dl. Reportedly, the cause of the high bg was unknown. A correction bolus was delivered and a manual insulin injection was administered to address elevated bg. A system check was performed by tandem technical support and determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.